Event description:
Revision surgery - the doctor stated that the pt was hit by a bus, causing hip to become loose and unstable. The doctor replaced liner and head to 36mm.

Manufacturer narrative:
The reason for this revision surgery was to remedy a loose and unstable hip after nine years of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history record showed no non-conforming material reports associated with this product. (B)(4). The root cause for the loose and unstable hip was most likely due to the patient being hit by a bus. There is no information reported that showed a material, design, or manufacturing problem with the product.